Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify power loss alarm or unexpected battery power loss due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer has received multiple power loss alarms when batteries were out of the pump less than ten minutes. Customer stated that they received the power loss alarm again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.